Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided in next report.

Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo received voluntary event report provided by the customer to FDA (report no mw5101889) related to maxi move, the incydent description indicated that lift bolt sheared causing resident to fall to the ground. Information related injury was not provided.

Manufacturer narrative:
The customer sent voluntary med watch report registered under mw5101889 to inform about an event where the maxi move device was involved. It was reported that ¿mechanical lift bolt sheared causing resident to fall to the ground.¿ the device service history could not be verified because the customer did not provide involved device serial number in medwatch report. Moreover, arjo did not receive additional information despite the attempts to contact the customer regarding the event. Therefore the device inspection was not performed by arjo. In case additional information is received from the customer, the supplemental report will be provided. To sum up, the maxi move floor lift was used with a patient at the time of the event and therefore it is considered as playing a role in the reported event. However, the cause of the patient¿s fall has not been established, since the device could not be evaluated by arjo representative. The customer allegation could not be verified. Due to limited information gathered, it is unknown whether the device met its manufacturer specifications. The complaint was decided to be reportable to the competent authorities due to the allegation that patient fell out from the device during the transfer.

Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.